Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Only to realise after using one half was missing worrying half was left in me. Tampon-vagina [foreign body in reproductive tract]. Malfunction hazard/product is coming apart, in pieces, shredding- tampons unravel. Falling apart [device breakage]. When I went to open two other tampon packaging all the others are the same missing half the material. [Device physical property issue]. Case narrative: consumer reported via e-mail that half of the tampon was missing. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Only to realise after using one half was missing worrying half was left in me¿tampon-vagina [foreign body in reproductive tract]. Malfunction hazard/product is coming apart, in pieces, shredding- tampons unravel...falling apart [device breakage] . When I went to open two other tampon packaging all the others are the same missing half the material. [Device physical property issue] . Case narrative: consumer reported via e-mail that half of the tampon was missing. No serious injury reported.